Event description:
During the index procedure the patient had two endeavor rx drug-eluting stents implanted to the lad. It was reported that the patient had a stroke approximately 22 months post the index procedure. Patient was hospitalized few days later for removal of hematoma, medical therapy was also prescribed. Patient is reported to be in remission . It was reported that the event was not related study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (cva/stroke).

Manufacturer narrative:
Patient has a history of hypertension, hyperlipidemia and is a former smoker. The index procedure was prompted by silent ischemia. The previously reported stroke was treated with medication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.